Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had her device removed due to infection. The device was replaced on the opposite side of the body. Additional information from the patient's physician was requested.